Manufacturer narrative:
Lot bb25yen was initially reported by the end user. Sterile devices from lot c126jam were returned for visual review/testing. No defects or abnormalities were observed on the packages or the devices. The devices met all specifications including the usp tensile requirements for a 4-0 polysyn pga fast absorbing device. A batch review of the finished good lot and components confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, in-process or final inspection processes. Pga suture material can change color, become brittle; break easily if exposed more than the recommended time for this type of material. Surgical specialties documents the exposure time throughout the inspection and manufacturing processes to prevent over-exposure prior to packaging the devices. The exposure time for the reported lot was reviewed and met all current criteria. Without receiving sterile samples from the initially reported finished good lot to review/test, receiving photos of the suture/incision(s) post-operative, or receiving detailed information regarding the pre-operative preparation of the device, procedure(s) performed, placement of the suture in the tissue, patient¿s health history or quality of the tissue where material was placed, method of anchoring the device in the tissue, post-operative activities or events that may have occurred that attributed to the adverse event or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Manufacturer narrative:
A batch review of the finished good lot and components confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, in-process or final inspection processes. No photos of the incision/device, sterile samples from the same lot, or retained samples were available for review/testing. If samples or photos become available at a later time they will be reviewed/tested, and the results will be included in the file. A follow-up report will be submitted at that time. Pga suture material can change color, become brittle; break easily if exposed more than the recommended time for this type of material. Surgical specialties documents the exposure time throughout the inspection and manufacturing processes to prevent over-exposure prior to packaging the devices. The exposure time for the reported lot was reviewed and met all current criteria. Adverse events including wound dehiscence and reactions are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abscess/leakage during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition, or chronic medical condition. The surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. Other factors - the risk is greater with smoking, obesity, premature post-surgery exercise and heavy lifting. The warning section in the IFU states, ¿this an absorbable material, the use of supplemental non absorbable sutures should be considered by the surgeon in the closure of sites which may undergo expansion, stretching or distention or which may require additional support¿. The ¿precautions¿ section in the IFU for the device states: ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. The surgeon should avoid unnecessary tension, to reduce the occurrence of surface fraying and weakening of the strand. The surgeon should avoid unnecessary tension when running down knots, to reduce the occurrence of surface fraying and weakening of the strand. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point.¿ without receiving sterile samples from the same lot to review/test, receiving photos of the suture/incision(s) post-operative, or receiving detailed information regarding the pre-operative preparation of the device, procedure(s) performed, placement of the suture in the tissue, patient¿s health history or quality of the tissue where material was placed, method of anchoring the device in the tissue, post-operative activities or events that may have occurred that attributed to the adverse event or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
During an excision procedure on a 70-year-old female patient, dr. (B)(6) stated that multiple sutures snap and breaks when she makes a knot. Patient came in the morning to see doctor due to large wound exposed from suturing last week. Excision site was open for no other reason than the suture. She did not have a photo of the broken suture. The technique used when suturing is subcutaneous suture, square knots, instrument ties. The day after the suture removal, the wound dehisced. She uses a needle driver to grasp the suture. The patient¿s wound is granulating well now since given wound care and topical antibiotics.